Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6), 2021. During the procedure, the clip did not shoot. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: it was reported that the physician's name is (B)(6) block h6: medical device problem code a15 captures the reportable event of clip did not shoot during the procedure. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was noted that the device had evidence of a partial separation of the clip. The locking tabs were damaged, indicating an excess of manipulation on the device which caused the partial separation of the clip. Additionally, once the clip assembly is detached from the bushing the device could no longer be opened nor closed its arms by a normal way. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that side a was within specification; however, side b was found to be out of specification, confirming that the device experienced a deployment failure. The bushing tabs were measured and it was noted that each tabs had similar measurement. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2021. During the procedure, the clip did not shoot. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.